Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01438, 0001825034-2020-01439, 0001825034-2020-01440, 0001825034-2020-01441. 0001825034-2020-01442.

Event description:
It was reported that during stock investigation, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g4; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Evaluation of the returned product confirmed the sterile packaging (blister and foam) is damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Therefore, the reported event is confirmed. Sterility was not compromised. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The likely condition of the device when it left zimmer biomet is conforming to specification and therefore considered not reportable. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.